Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration

Event description:
Patient reported "right side implant is deformed, damaged, has a ping pong sized dent, is warped and lopsided, and is dramatically smaller than the left. The patient also stated that both implants lifted up and are super wide.". Patient later reported "free floating silicone surrounding lymph nodes was found by ultrasound and x-ray" and "problem with lifting arm". This record is for the right side. Device remains implanted.

Manufacturer narrative:
The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient later reported "capsular contracture, baker grade unknown".